Event description:
Related manufacturer reference number: 2017865-2023-50060. It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted the left ventricular lead was dislodged and the right ventricular lead was dislodged and sensing atrial fibrillation (af). The left ventricular lead was explanted, and the right ventricular lead was repositioned. The patient was in stable condition.